Manufacturer narrative:
(B)(4). The device was received and investigated. The reported inability to remove the gripper line was confirmed and minor herniation was observed in the lumen coils. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The inability to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural interaction) in conjunction with the herniation in the lumen coil. The aggregations of forces due to patient anatomy, curves on the system and herniated coils can contribute to the reported inability; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that the gripper line could not be moved. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. While testing the gripper line removability, it was found that line could not be moved. The clip was opened and the removability test was performed again, but the line still could not be moved. The decision was made to remove the cds with the clip and replace the device. Outside of the patient, another attempt was made to move the line, but this was unsuccessful. A new cds was used successfully. Three clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.